Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown restoration modular distal stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported: "the procedure was an infected hip with a restoration modular being extracted. I did not keep the stryker implants they went to patient."